Manufacturer narrative:
The initial MDR 2432235-2017-00384 was filed on 06-jul-2017. Corrected information (26-dec-2017): the initial MDR has incorrect manufacturing site address.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported reagent probe aspiration and tag errors with the troponin ultra (tni-ultra) result. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced a worn reagent probe syringe. The cse ran quality control (qc), resulting within range. The cse ran precision for troponin and myoglobin (myo) using level 3, which failed. A siemens technical applications specialist (tas) was on site for a precision issue and ran precision, which resulted satisfactory; however, the accuracy of qc for level 3 was off, suggesting that the range may need adjustment. The cse revisited the site and performed reagent and sample probe alignments. The cse performed calibration of myo and b-type natriuretic peptide (bnp), which passed. The cse ran qc, resulting acceptable. The cse performed a total service visit and performed a cuvette presence sensor calibration. The cse aligned the sample and reagent probe to the incubating ring. The cse decontaminated the acid and base and completed the monthly maintenance. The cse calibrated the troponin with fresh calibrator. The tas returned to the customer's site and performed post service studies as requested by the customer. The tas ran master curve materials (mcm) for levels 1, 2, 3, 4, and 5, resulting within the acceptable limits. The tas ran qc, resulting within the acceptable limits. The cause of the discordant, falsely low tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cardiac troponin I (tni -ultra) result was obtained upon repeat on a patient sample on an advia centaur cp ((B)(4)) instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher and matching the initial sample result. The sample was then repeated again on another advia centaur cp ((B)(4)) instrument, and three out of four results matched. The repeated result ((B)(4)) was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely low tni-ultra result.